Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have insulin pump in back pocket. Customer reported that reservoir compartment was damaged due to customer sitting on pump. Customer reported that reservoir was no longer able to stay in compartment. It was also reported that the black stopper in reservoir compartment was missing. Customer was advised that insulin pump would need to be replaced.